Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17041. It was reported the patient experienced electric discharge down both legs. It was found the patient had high impedances and reprogramming did not resolve the issue. Patient was in a minor car accident. Surgical intervention may take place at a later date.

Manufacturer narrative:
A patient experiencing shocking was reported to abbott. Patient lowered amplitude but continued feeling it, the patient turned off the stimulation. One lead was replaced and the other lead was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates one lead was visually confirmed to be fractured. Surgical intervention took place wherein one lead was explanted and replaced, and the second lead was repositioned on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
A patient experiencing shocking and high impedances was reported to abbott. One lead was replaced and the other lead was relocated, which resolved the issue. The reported event of high impedance was confirmed for the returned lead. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. The results of the investigation for the second lead are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined for the second lead. As it is unknown which of the leads was involved in the incident both leads were reported for the event.